Event description:
It was reported that the customer was hospitalized twice for high blood glucose. It was also reported that the customer had an infection and was treated with antibiotics. The insulin pump gave low reservoir alarms, but no troubleshooting was performed. No additional information was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.